Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer¿s blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer addressed bg by consuming carbohydrates. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.